Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The caller reported that the customer experienced continuous high blood glucose levels at 570 mg/dl to 600 mg/dl. His blood glucose level was especially high at night. The customer, in two weeks, went to see his trainer seven times. Continuous adjustments were made. The caller declined to speak with the helpline. The device was not returned.